Manufacturer narrative:
Device investigation summary ¿ the tip of the screwdriver is broken off as mentioned in complaint description. The manufacturing records were reviewed the instrument was manufactured in august 2013, produced to specification and met all release criteria. The measured hardness is in accordance to our specification on the drawing. Dimensional investigation cannot be executed about the missing screwdriver tip. Based on the received information the exact cause of the complaint could not be determined, it is likely that this type of breakage is caused by mechanical overload. Therefore it is likely that the screwdriver was used by applying to much force which caused the breakage of the screwdriver tip. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 02august2013. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: received one article of screw driver-hex-small 2.5 w/groove for manufacturing investigation. The tip of the screwdriver is broken off. It is likely that this type of breakage is caused by mechanical overload. The measured hardness is in accordance to our specification on the drawing. Dimensional investigation cannot be executed about the missing screwdriver tip. Therefore it is likely that the screwdriver has been used by applying to much force which caused the breakage of the screwdriver tip. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was trying to remove a screw when the screwdriver got stuck in screw head and sheared off. No fragments fell into the patient. There was a slight delay to remove screw, but the screw was successfully removed. This is report 1 of 1 for (B)(4).